Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery would not hold charge and was overheating while being charged.

Manufacturer narrative:
In the case description, the user states the device battery would not hold charge and was overheating while being charged. The device was returned with a battery. The device lcd screen was observed to be cracked. When and how this damage occurred could not be determined. The touch screen was found to function as intended despite the damaged screen. The device was able to turn on with the returned battery. The battery was not observed to overheat when connected to a charger. Inspection of the log files found no evidence of any thermal events or any instances of abnormal changes in the device battery life. Inspection also found that the device battery level did not fall below 70% charge during operation, indicating no issues with the device battery life. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.